Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the teflon pad damage. A visual inspection was performed and found the teflon pad partially separated from the jaw exposing metal. There was also evidence of charring on the teflon pad and probe unit. The distal end was inspected under a microscope and found no visual indication of damage to the probe unit. The root cause for the damaged teflon pad is most likely due to insufficient or no tissue between the probe and jaw when the device was activated. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, the teflon pad partially separated exposing metal. No device fragment fell inside the patient. The procedure was completed using a different but similar device. No patient injury.